Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: shaft of the device was damaged, fell off inside patient cavity while it was being manipulated, and was retrieved. Another device was used. No patient harm. It is unknown whether the operating time was extended. There was no additional tissue resection, no tissue damage, and no bleeding.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/24/2015.